Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator, product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-28, lot# j0235366v, implanted: (B)(6) 2002, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) on the patient¿s left side had moved and was ¿really hurting¿ on the day of report. It was noted that the patient had fallen but they stated that the falls didn¿t seem to affect the device ¿at all¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. It was noted that the patient had bilateral ins systems present during the event. See manufacturer¿s report #3004209178-2015-09706 for concomitant ins system information.

Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted:(B)(6) 2008-, product type: implantable neurostimulator, product ID: 3037, serial# (B)(4), implanted: (B)(6)2008, product type: programmer, patient, product ID: 3093-28, lot# j0235366v, implanted: (B)(6)2002, product type: lead, product ID: 3037, serial# (B)(4), implanted: (B)(6)2008, product type: programmer, patient, product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6)2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported she was she was a on medicaid and needed to have both her interstim implants removed. The patient could not find a urologist. The patient reported the one of the implants had shifted up completely. The patient stated that the implant should be under her scar and now it was above the scar. The patient stated it was painful because the implant had shifted. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient has a lot of issues going on, a lot of neuropathy things going on with the spine, these things haven't worked in forever" and the patient cannot find healthcare professional (hcp) to remove the devices. The patient mentioned she has been in and out of the hospital for months, sometimes for multiple days, these machines is killing me, it hurts. She can't lay in a hospital bed without it swelling up". There were no further complications or anticipations reported with this event.